Event description:
The customer reported that the pump did not alarm during the high-pressure test. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was ocmpleted and the insulin did not exit. The set was changed. A fixed prime test was peformed again and the insulin exited. Suggested to the customer to discontinue the pump use.